Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator (ICD) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed on the device, however, it was noted that technical services helped the patient to pair to their phone and a manual transmission was sent. There were no patient consequences reported. Further information was requested but not received.